Event description:
A customer initially reported an issue with their freestyle navigator continuous glucose monitoring system. Upon product investigation, a crack was observed on the housing near the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009. This is a final report.

Event description:
The caller stated that the tube was placed in the patient on (B) (6) 2010 and on (B) (6) 2010 received a vent alarm and the staff was not able to inflate the cuff. A non-routine replacement of the tube was required. The caller stated that on (B) (6) 2010, the patient expired due to amyotrophic lateral sclerosis (als) and the tube failure did not contribute to the patient's expiration. Please refer to the related MFR # 2936999-2010-00727 submitted on 04/19/2010.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and further investigation is in process. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.